Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na. The stent remains in patient.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, mildly calcified right coronary artery that was 90% stenosed. Pre-dilation was done with an unspecified 2.0x8 semi complaint balloon. A 3.0x23mm rx xience xpedition stent was deployed at 16 atmospheres and a dissection occurred at the proximal edge of the stent. Another xience xpedition stent was deployed to cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.